Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A graphical user interface printed circuit board (pcb) was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. An investigation was performed and the identified root cause of the reported issue was isolated to a component (video graphics array controller u63) on the xena I pcb.

Event description:
It was reported that an 840 ventilator had a post (power on self test) failed. The ventilator was not on a patient at the time of the event. The service engineer replaced the gui cpu (graphical user interface-central process unit) to correct the issue. The unit passed all testing and operates within the manufacturing specifications.